Event description:
An initial complaint was received in late (B)(6) from (B)(4), the distributor of pts products in (B)(6). They reported an erratic and general under-recovery of cholesterol and glucose using pts panels/cardiochek chol +glu panel test strip, lot a8a2. The initial internal investigation of this complaint using the customer's opened return material showed nominal cholesterol recovery and a slight under recovery of glucose which was not clinically significant. It was determined that the prudent course of action was to re-conduct the analysis of the lot after a further period of product "aging" and active product surveillance. After an add'l month, no further complaints were received and a second performance evaluation was undertaken in mid-(B)(6). In this study, using a clinical applications evaluation protocol, there was no appreciable loss of cholesterol and a minor loss of glucose activity. Using a health risk assessment it was determined that this marginal loss of activity did not represent a health risk, however, pts has elected to voluntarily conduct a field recovery for lot a8a2.

Manufacturer narrative:
Further evaluation continues to determine the root cause of this activity loss. We are submitting this medical device report to alert users of this lot number of product while the evaluation continues and the field notification commences.